Event description:
As report by japan ew affiliate- edwards received notification of a pascal ace in mitral position where after review of the internal imaging evaluation for this case revealed damage to valve anatomy (new p3 flail associated to the first ace) and high residual mr in the intraprocedural imaging. There were multiple residual mr (mitral regurgitation) jets. The largest residual mr jet appeared to originate at the small posterior residual gap between the two devices. This jet was eccentric with abnormal flow dynamics by color doppler suggesting high velocity and high degree of turbulence (a small size residual regurgitant orifice in the presence of a hyperdynamic lv may possibly favor a high velocity mr jet with increased blood shear forces). On postoperative day (pod)1, the mr had deteriorated to grade three. Hemolytic anemia was suspected due to elevated ldh and decreased hemoglobin level. Given the patient's symptomatic presentation, a mitral valve replacement was performed on (B)(6) 2024. Review of the surgical images of the mitral valve replacement of (B)(6) 2024, confirmed the damage to anatomy, interaction of the first and second device with chords and an area of tissue growth/thickening between p2 and p3 where the most significant residual mr jet is seen by tee.

Manufacturer narrative:
This is a combined initial + final report which includes the investigation findings. The complaint for implant advanced too far, resulting in chordal entanglement was confirmed with objective evidence. No manufacturing non-conformities were identified from the imaging evaluation. Available information from the imaging evaluation confirms the presence of a new flail segment because of damage to the chords. Possible contributing factors to the damage to valve anatomy include procedural related issues include interaction with chords and excessive manipulation of the implant. However, a definite root cause for chordal damage is unable to be determined. Furthermore, the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified.